Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an implant summary report by the uknjr, revisions are reported for triathlon knees with tritanium patella as follows: unknown triathlon knee implanted (B)(6) 2019 revised (B)(6) 2019 for infection.